Manufacturer narrative:
Other relevant components include: product ID 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine 40 mg/ml; 1.921 mg/day dilaudid 40 mg/ml; 1.921 mg/day via an implantable pump. Indication for use was chronic low back pain and spinal pain. The date of the event was (B)(6) 2016. At a catheter replacement on (B)(6) 2016 the reporter wanted to clear the old drug in the pump tubing. The medication was aspirated from the reservoir then programmed a prime on the back table. The procedure was done incorrectly. The prime of the pump was updated correctly. The issue did not cause the patient to have any symptoms. The issue was resolved. The new medication was dilaudid at 4 mg/ml; 1mg/day. (See manufacture report # 3004209178-2015-21699 regarding catheter replacement).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.